Manufacturer narrative:
An investigation was performed and a systemic product problem was not identified. Although the root cause cannot be identified, review of the provided data confirmed that all of the alleged runs generated true amplification and were correctly called "detected" by the script. The alleged lot was internally tested and no product problem was identified. An investigation was performed and a systemic product problem was not identified. Of note, the alleged sample was collected with longsee brand vtm 2ml, which is an off-label collection kit.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a when tested on cobas liat. The same sample was retested on a different platform (cepheid) and was positive for sars-cov-2 but negative for influenza a. The sars-cov-2 positive and influenza a negative results were reported out. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.